Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reep0814 showed ten other similar product complaint(s) from this lot number.

Event description:
It was reported that PICC nurse today placed a PICC on a patient, after catheter placement when she tries to pass the catheter through the connecter sleeve it¿s not going. It was stated she must use a new repair kit for the case.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of the inability to pass a catheter through a connector piece is confirmed. One two-piece 4fr groshong nxt connector was returned for evaluation. An initial visual observation showed use residue on the returned sample. The connector was returned not assembled. An attempt was made to pass a non-complaint 4 fr groshong clearvue catheter through the distal end of the returned distal connector piece; however, the catheter was unable to pass through and was stopped about midway within the connector piece. A microscopic observation revealed the compression sleeve within the distal connector piece was damaged. The distal connector piece was dissected, and the compression sleeve was found to be advanced into the locking position within the connector piece, and splits and scratches were observed on the inner wall of the connector piece and the compression sleeve. The observed damage as well as the advanced state of the compression sleeve can be caused by pre-assembling the proximal and distal connector pieces before connecting the catheter to the proximal connector piece and/or by inserting an object into the proximal end of the distal connector piece. The product instructions for use (IFU) provide steps and guidance on attaching the two-piece connector to the groshong single lumen catheter. These steps outline the proper order of assembly to prevent the premature advancement of the compression sleeve into the locking region of the distal connector piece. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that PICC nurse today placed a PICC on a patient, after catheter placement when she tries to pass the catheter through the connecter sleeve it¿s not going. It was stated she must use a new repair kit for the case.